Manufacturer narrative:
Device is a combination product. A promus premier ous mr 28 x 2.50mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Distal stent damage with the most distal stent struts were pulled distally and lifted. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage. A visual and tactile examination of the hypotube shaft identified multiple kinks. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14oct2019. It was reported that crossing difficulties were encountered. The target lesion was located in a tortuous and highly calcified left anterior descending artery. After a non-bsc guide wire was crossed the lesion, pre-dilation was performed with a non-bsc balloon catheter. A 28 x 2.50mm promus premier drug-eluting stent was then advanced but failed to cross the lesion. The procedure was completed with a 28 x 2.50mm bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.